Event description:
It was reported that balloon rupture occurred. The 60% stenosed target lesion was located in a fistula in a mildly tortuous and non-calcified vessel. A 6.0 x 40, 135cm mustang balloon catheter was advanced smoothly over a non-boston scientific (bsc) guidewire for dilatation. However, during the first inflation at 14 atmospheres for 1 minute, the balloon burst. The balloon was completely removed, and the procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
E1 - (B)(6).